Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product eval revealed the movable anvil to be broken off, and the handles are bent. The broken surface is homogenous and does not show any anomalies, which also indicate material conformity to the specification. The cause of breakage is not due to any mfg or materials non-conformances. It is suggested that exceeding applied mechanical force cause the bent handles. This complaint is deemed invalid from a mfg standpoint.

Event description:
It was reported that during a procedure the surgeon went to cut a mesh plate and the mesh plate cutters broke. The piece was retrieved and the procedure was completed with no effect to the pt.